Event description:
It was reported that, during the use of the equipment, the cs300 intra-aortic balloon pump (iabp) had a loop leakage , the department staff removed the tube and used other alternative treatment methods. There was no personal injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter), e2, e3, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes & investigation conclusions), h11. Corrected fields: b5, d4(UDI)#. Additional contact information: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. After replacing the safety disk, the function returned to normal. All functional checks of the equipment were carried out according to factory requirements. All test parameters met the requirements and can be delivered to customers for use.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) had a loop leakage , the department staff removed the tube and used other alternative treatment methods. There was no personal injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.